Event description:
It was reported that pump experienced malfunction and displayed malfunction code 12 with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Caller was informed that malfunction code was resettable, caller planned to follow up after obtaining charging equipment. Caller followed up to perform pump reset. Cts assisted caller with pump reset. No further action needed as malfunction was resettable.